Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and adverse event occurred. Date of issue is an approximation. The patient was found in a diabetic coma by his wife and stated that the receiver had not alerted him of his low blood sugar. The patient stated his wife knew his blood sugar was slow because he was sweating and was unresponsive. She administered the patient with a glucagon shot and provided him with orange juice. Medical attention was not needed. At the time of contact, the patient was doing fine. The complaint device was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, the test passed. A try it test was performed, and the test passed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The resistance of the speaker was measured, and the resistance was within specification. Confirmation of the allegation could not be confirmed. A probable cause could not be determined. No additional patient or event information is available.